Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. It was reported that the high and low glucose alarms failed to sound when there were changes in the customer's glucose levels. The customer experienced a seizure and loss of consciousness. The customer was treated by a non-healthcare professional but details were not provided. There was no report of death or permanent injury associated with this event.